Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6 fr angioseal vip device was returned for evaluation. The arteriotomy locator was received for product evaluation as well. The returned component was subjected to visual analysis where a blood-like substance was found along the hemostatic sheath and the main body of the device. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the evaluation performed the complaint could be confirmed for pullout. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. The IFU states, "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angioseal device will not function."

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings . A search of the complaint file did find one similar report with the involved product code/lot# combination.

Event description:
The user facility reported that the anchor could not be released. There is no known impact to the patient.